Event description:
It was reported that during a laparoscopic esophagectomy, the valve was damaged when a forceps was inserted. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did seal or valve come loose from device and fall into patient? --- no. The valve was just damaged and no pieces were detached. If so, was seal or valve retrieved? --- na. Was there a trocar leak? --- no information. Were you able to identify where the leak was coming from? --- na. Was a device inserted in the trocar during the leaking? If so, what device? --- na. Was any torque being applied to the trocar or device? --- na the analysis results found that the b12lt device was returned in good condition. In an attempt to replicate the reported incident, the device was visually inspected to detect any seal issues. Upon evaluation of the device, no anomalies were noted. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.